Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient reported this was a new, out-of-the-box, meter. The patient took no actions due to the meter issue. Two days afterwards, the patient experienced the symptoms of fatigue and frequent urination. The patient did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct. The issue was not resolved, as the patient did not have a new, replacement battery available. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue, therefore, this complaint is being reported.